Manufacturer narrative:
Batch review performed on 09 january 2020: lot 1811834: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review performed on 09 january 2020: liner: mpact 01.32.3239 hct flat pe hc liner ø32/c (k103721) lot 1902882: (B)(4) items manufactured and released on 30-apr-2019. Expiration date: 2024-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, three weeks after primary surgery, for a post-op appointment. It was observed that the patient had superficial wound drainage. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.